Event description:
On (B)(6) 2012, the pt was treated for an olecranon/proximal ulna fracture. During a routine follow-up examination on an unk ate, x-rays were taken and revealed a non-union. The pt was returned to the operating room on (B)(6) 2012 for an iliac crest bone graft to treat the non-union and the surgeon noted the plate had broken, which was not evident on the x-rays. The implant were removed and replaced with new plate and screws and the iliac crest bone graft. Pt is reportedly recovering well. This report is #1 of 12 for the same event.

Manufacturer narrative:
Part received with minor surface scratches on both the top and bottom surfaces of the plate. There was noticeable damage to variable angle threads (holes 8-11), as well as noticeable dents/depressions along an edge near the first combi hole and on the underside by the third combi hole. Also, notable abrasions were found on the side of the notch. All of these conditions would have been deemed unacceptable if found during the mfg process. Based on review of all DHR files, this order met all dimensional and visual criteria at the time of release, with no irregularities documented during mfg that would have caused or contributed to this complaint condition. Following the manufacturing evaluation nothing was discovered dimensionally that would have caused or contributed to the complaint condition.

Manufacturer narrative:
Additional narrative: a product development evaluation was conducted. The plate is fractured through the second combi-hole in the shaft, at the location of the 3.5mm locking portion of the hole. Many of the 2.7mm va locking hole threads are damaged, which would be typical after use. There are also a number of small scratches on the plate surface indicative of intraoperative manipulation and bending. The product was tested in comparison to 3.5mm lcp reconstruction plates and found to be superior in static and fatigue performance. The product was also evaluated using cross-section analysis in comparison to the existing 3.5mm lcp olecranon plate and found to be equivalent both of these predicate devices are acceptable to use for this fracture type so the product is designed adequately. This product is adequately designed to treat the intended fracture type, assuming patient compliance and adequate healing (lack of a non-union). From the pre-op x-rays, it appears that the chosen plate may have been slightly too short to provide adequate fixation for the fracture type. In addition, the report indicates the need for a bone graft, indicating a possible non-union. It is also unknown what activities the patient may have been participating in that could have led to over-stressing the construct.